Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. The insulin pump was taken off at the hospital and customer was being treated with insulin drip. Troubleshoot was declined. Blood glucose was 566 mg/dl. Nothing further reported.